Event description:
The ceramic tip of the mitek electrode broke during use. The fragments were able to be removed from the patient at the time of the event. Problem did not result in any patient injury. If this were to recur and the fragment not retrieved, it is possible that patient injury could potentially occur.